Event description:
It was reported that the needle insertion went smoothly, after that, the nurse advanced two fifth of the whole guidewire, then a small incision was made adjacent to the guidewire to facilitate insertion of the sheath and dilator. After that she advanced the small sheath and dilator together as a unit over the guidewire, she found it is hard to remove the guidewire, then she pulled out of the wire heavily, then resulting in fracture of the guidewire. The pt was transferred into operating room and the 6-7cm rest of the guidewire was removed with the help of ir.

Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. The damaged incurred to the guidewire exhibits severe tensile elongation of the outer coils, separation of the center wire and a section of the wire has severed. During the placement procedure the user should not pull back the guidewire over the needle bevel as this may sever the end of the guidewire. It should be noted, the distal weld tip has severed from the center core wire and is missing from the distal end of the guidewire. Its location is unk at this time. The product IFU cautions the user to, "if the guidewire must be withdrawn while the needle is inserted, removed both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. The damaged incurred to the guidewire exhibits severe elongation of the outer coils and separation of the center core wire. The distal weld tip is missing and was not returned for eval. As evidenced by the sample returned the guidewire has been damaged through use. This appears to be a user technique issue. The product IFU gives instructions on proper placement techniques. A lot history review (lhr) of rewj1485 showed no other similar product complaint(s) from this lot number.